Manufacturer narrative:
(B)(4). Batch # t92l3z. Investigation summary: the analysis results found that the instrument, er320, was received with the trigger closed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, it was cycled and it fed, retained, and formed two conforming clips, the trigger was opened and closed with difficulties. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was confirmed to be bent causing the feeding issue. In addition, 19 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the jaws became not to open after the device was fired outside the patient for functionality. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.